Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had multiple inaccurate fill estimates intermittently. The customer filled a cartridge with around 350 units of insulin and the pump displayed 130 units. The customer's blood glucose reached 93 mg/dl. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. Multiple attempts were made to follow up with the customer; however, all were unsuccessful.